Manufacturer narrative:
Investigation: customer returned two (2) loose 29gx12.7mm, 0.5ml bd insulin syringes. The customer reported the plunger was difficult to move. Both returned syringes were examined, and it was observed that both syringes exhibited disfigured stoppers. A review of the device history record was completed for batch# 9007779. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch #9014679. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200802913] noted that did not pertain to the complaint. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found that the stoppers were slightly curved inside the barrels of both syringes but returned to their normal shape when exercised in the barrel and when removed from the barrel. There was some resistance when exercising the plungers so a breakout and sustaining test was performed per tp700108. The specification for breakout is a maximum of 1.5 lbs, and for sustaining is a maximum of 1.0 lbs. The results for the syringe from batch 9007779 were 0.96 lbs breakout and 0.79 lbs sustaining. The results for the syringe from batch 9014679 were 0.87 lbs breakout and 0.90 lbs sustaining. These results are within our specification.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the customer complained the syringe is hard to move. The following information was provided by the initial reporter, translated from japanese to english: the customer reported the plunger was difficult to move.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9007779, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-07. Medical device lot #: 9014679, medical device expiration date: 2024-02-29, device manufacture date: 2019-01-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the customer complained the syringe is hard to move. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported the plunger was difficult to move.